Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the center of rear post above where the actuator sits in is broken, not at a weld.